Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including infection, hernia recurrence, sepsis, disability and subsequent surgical intervention for mesh explant. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The instructions-for-use (IFU) supplied with the device lists hernia recurrence as a possible complication. In regard to the infection, the warnings section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that on or around (B)(6) 2015, the patient had an unspecified bard/davol composix l/p mesh implanted during a ventral hernia repair surgery. It is alleged that on (B)(6) 2018, the patient underwent revision surgery for partial removal of the mesh. It is alleged that on (B)(6) 2018, the patient underwent a second revision surgery. It is also alleged that, due to the bard mesh implant, between (B)(6) 2015 and present, the patient suffered from recurrent hernia, infection and sepsis requiring multiple doctor's visits and subsequent hospitalization where surgery was required to repair the recurrent hernia and remove the product due to the failure of the mesh. It is alleged that the patient has and will continue to suffer from serious adverse health consequences due to the complications of the initial mesh implantation. Attorney alleges that the patient suffered and will continue to suffer severe and permanent personal injuries including but not limited to pain, suffering, injury, disability and impairment. It is also alleged that the device was defective.